Manufacturer narrative:
D9: date returned to mfg.: 7/9/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device fails accuracy by +12.6%¿ was not confirmed through any testing. Ran delivery accuracy test three times resulting in (21.6 ml, 21.6 ml, 21.6 ml) consistent. This is not "12.6%" over delivery but less than 6%. This is within specification of (18.2 - 22.2ml) inclusive. Unable to confirm complaint for over infusion or delivery and as such no repairs were conducted. Replaced the downstream occlusion (dso) seal due to separation from the chassis. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device fails accuracy by +12.6%. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.